Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that she is in the hospital. The blood glucose readings are increasing. The blood glucose readings were around 500 to 600 mg/dl. Nothing further reported.